Event description:
The investigation determined higher and lower than expected vitros calcium (ca) results were obtained from biorad quality control fluids processed using vitros ca slide lot 0349-0606-7120 on a vitros xt 3400 chemistry system. Biorad lot 56660, level 1 = 11.35, 11.72 versus mean 6.06 mg/dl, biorad lot 56660, level 3 = 4.32 versus mean 13.05 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ca results were obtained from quality control fluids. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
A review of the vitros ca qc results would suggest that the two levels of controls were switched, however, 5 other assays were run from the same biorad fluids and did not have a similar pattern with the numerical results. Therefore, pre-analytical sample mixup has been ruled out as a contributing factor to the event. The issue occurred on 6 different microslide assays with only vitros ca results meeting the criteria for a potential reportable event. The investigation concluded that the assignable cause was an instrument issue. The customer indicated the issue started after performing monthly maintenance, which includes cleaning the microslide incubator slots and channels on the vitros xt 3400 system. The customer repeated the monthly maintenance, performed correction factors and recalibrated the microslide assays. The customer had moved to a new vitros ca slide lot 0306-0617-1590 due to inventory depletion of vitros ca lot 0349-0606-7120. Acceptable biorad quality control results have been maintained post maintenance and calibration. Based on acceptable historical vitros ca quality control performance, a vitros ca lot 0349-0606-7120 issue was not a likely contributing factor to this event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential issue with vitros ca lot 0349-0606-7120. Email address for contact office is (B)(4).